Manufacturer narrative:
A ge representative evaluated the system and replaced the backplane, hard drive, communications board, and reloaded software. The system operates as intended.

Event description:
The customer reported the system shut down on its own. No patient injury was reported.